Event description:
It was reported that (1) tx60g was used during a lobectomy procedure. It was reported by the affiliate that after careful preparation of the left main stem bronchus, the tx55g was placed and fired after careful inspection. After that the bronchus stump was checked on airs leakage and immediately a leak was visible. While the surgeon inspecting it seemed that the proximal part the staples had perforated the bronchus, resulting in an opening of about 3mm2. The stump therefore was sutured with 3/0 prolene. This was the third time this happened. It is unk how the case was completed. There was no consequence to pt.